Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. The pump did not emit appropriate vibratory alerts. The pump case was removed, and a vibration motor alignment failure was found. Unrelated to these issues, the bolus button cover was observed to be detached and missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a vibration motor alignment failure and a dim and discolored display. This report is made based on results of investigation completed on 09/02/2015.